Event description:
Fluid is getting beyond the entire black rubber of the bd IV syringes of many different sizes. We have been actively reporting this to bd since (B)(6) 2016. Some of the feedback from the quality systems specialist at bd confirmed the leaking and has indicated that there is a project to address the leakage issues which is associated with the barrel design. Syringes sizes we have reported to have leakage is 60 ml, 10 ml, 30 ml, 20 ml, and 5 ml. Bd has informed us that if the fluid gets beyond the first part of the black rubber plunger; the medication is not compromised but if it goes beyond the entire black rubber, the sterility is breached. Our start save the syringe and report the lot number to me when they see it. I'm sure how many go undetected. Incident reports that I have submitted and received confirmation letters from bd date from february 2016 through july although I continue to have many more syringes to report. Lot numbers that we have reported so far are 5238760, 5153859, 6081712, 6111571, 6146533. Many of the syringes we use come in the bulk convenience packs. We manually draw all of our syringes. We are not using a robot. For the product details in subsequent section to follow. I only included the product ID for the 5 ml, syringes even though others are affected as well.